Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the harmonic ace instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the the harmonic ace instrument and failure analysis has completed their investigation. An procedure log review was performed. A benign hysterectomy was performed on (B)(6) 2022 on system (B)(4). An image was submitted and reviewed by a regulatory post market surveillance (rpms) analyst. Review of the provided image is consistent with the alleged complaint of a broken curved shear. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a metal piece from the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. The instrument was used for 15 minutes. Dissecting surgical task was being performed when the fragment fell inside the patient. The broken piece was removed. The surgeon believed instrument quality problem caused the instrument to break and caused fragment falling issue. During the surgical procedure, the functionality of the instrument was normal. The instrument did not collide with any other instruments or hard material during the procedure. The instrument was not removed at any point prior to the breakage. Upon final removal of the instrument, the surgical staff did not feel any resistance upon removal of the instrument though the cannula. There was no damage to the cannula and no other damage to the instrument after the event occurred. There was no patient injury. No post-operative test was done to check for the remaining fragments, and no additional surgical procedure was performed to remove the fragment. The patient did not experience any post-surgical complicated related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found the primary failure of broken insert curved blade to be related to the customer reported complaint. The blade broke at the base. The broken piece was returned, no pieces are missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure was typically attributed to mishandling or misuse.

Event description:
Refer to h10/h11 for follow-up information.